Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the insulin did exit during fixed prime. The customer stated that the cannula was bent after removing the infusion set. The customer stated that he had to insert the site manually due to broken serter. The insulin pump will be returned for analysis.